Event description:
During routine testing, the user found that the defibrillator would deliver low energy at the 200j, 300j, & 360j settings. There was no pt involved. Examination of the unit disclosed that the problem was caused by a broken lead on capacitor c25 on assembly 590263. No conclusion as to the cause of the broken lead could be drawn. The event is not occurring more frequently or with greater severity than is usual for the device.